Manufacturer narrative:
Additional lot#: m5c08ae, expiration date: 06/29/2015, sterile lot # mshjk30a3, device manufacture date: 06/29/2010. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "dr. (B)(6) reports via our sales rep, (B)(6), that it was not possible to use the offset adapters out of the loaner sys as it was not possible to screw them in. Dr. K. Reports further that he used a scorpio ts adapter which was on stock in the hospital instead."